Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received intact. There is nothing found to be broken/ missing of the device. Hence the complaint of the broken condition can not be confirmed. There are hammering marks on top of the head, on the handle (top and bottom), at the edge of the bottom of the head, at the shaft below the head and as well at the blue handle visible. Functional test: the functional test was not performed as the used elastic nail was not returned with reported device. The holding sleeve was rotating properly and chuck was working completely fine. But, it was noticed that t-shape handle was not rotating. It seems jammed/ stuck with blue handle. It might be creating problem in releasing nail. Hence the complaint of the would not releasing elastic nail can be confirmed. Dimensional inspection: it was not performed as jammed parts is not accessible. DHR review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Conclusion: the complaint is partially confirmed. A definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery) which may led handle to be jammed. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 359.219. Lot: 9446801. Manufacturing site: haegendorf. Release to warehouse date: 21.may.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was putting in an elastic nail into the patient¿s clavicle when the inserter for titanium (ti) elastic nails malfunctioned. It would not release from the elastic nail and had trouble with the second inserter as well. There were fragments generated from broken device but were removed easily without additional intervention. There was ten (10) minutes of surgical delayed. The procedure was successfully completed. Patient status is unknown. Concomitant medical products reported: elastic nails (part/lot unknown, quantity 1). This report is for an inserter for titanium (ti) elastic nails. This is report 2 of 2 for (B)(4).